Event description:
The remote alarm uses a stereo phone jack on the ventilator that can cause smoking burn-out of components inside the unit, rendering the remote alarm useless and causing a continuous alarm on the ventilator that cannot be shut off.